Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Https://dexcomcomplaints.lightning.force.com/lightning/r/complaint__c/a127v000008fngnqay/view#:~:text=it%20was%20reported%20that%20an%20app%20crash%20alert%20occurred.%20data%20was%20evaluated%20and%20the%20allegation%20was%20undetermined.%20the%20probable%20cause%20could%20not%20be%20determined.%20however%2c%20potential%20patient%20misuse%20occurred%20as%20the%20mobile%20device%20lost%20power.%20no%20injury%20or%20medical%20intervention%20was%20reported.

Manufacturer narrative:
(B)(4).